Event description:
On the day following a gynecological procedure of 10 minutes duration the patient experienced foot drop. This was diagnosed as peroneal nerve palsy due to pressure on the fibial head. Nerve studies showed moderately severe lesion with significant conduction block and slowing at the peroneal head along with active denervation in tibilialis anterior, presumably due to use of stirrups. Injury gradually resolved spontaneously. Six weeks after incident patient had 2/5 dorsiflexion power compared to 0/5 the day after their operation.